Event description:
A malfunction on the pump was reported during a software update. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing pump reset information, although the malfunction persisted. As a result, technical support decided to replace the pump, advising the customer to use multiple daily injections as backup insulin therapy.